Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to implant fracture. Platform fractured after loading.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). This report is being relayed to correct an omission in previous report MFR-0002023141-2022-00259 - 1 the following sections have been corrected: h1: type of reportable event changed from malfunction to serious injury h2: if follow-up, what type check box was not checked h6: health effect - impact codes were added h10: corrected data check box was not checked.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the product experience report (per). The reported device was location is #45 (29 universal) and was used for approximately 7 years. Pictures or x-ray images were not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the implant was fractured. The platform of the implant fractured after loading. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: b1: report type. B2: outcomes attributed to adverse event. H1: type of reportable event. H3: device evaluated by manufacturer: change ¿no' to 'yes' . H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.